Manufacturer narrative:
H2) additional information added to section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: a3b, b5, and d10 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, serial lot/sw version: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the procedure was a cranial resection. The issue occurred intra-operatively and caused an under 5 minute surgical delay. There was no reported impact on patient outcome.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a cranial case, they were having issues with the camera not seeing the registration probe. The site was able to complete the registration but they had intermittent tracking issues with the probe. It was noted that the probable cause of the issue was a damaged instrument. Delay information was not provided. It was unknown if there was an impact to the patient. It was reported that after further troubleshooting with the passive planar probe instrument, after placing new spheres and covering each sphere, when covering the middle prong sphere, the system was unable to track the instrument.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.